Manufacturer narrative:
This report is submitted on august 30, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue has not been resolved. The implanted device remains at this time. It is unknown if explant and reimplantation are planned as at the time of this report.

Manufacturer narrative:
It is now reported that the patient underwent surgery to explant the device on (B)(6) 2018 and was reimplanted with a new device during the same surgery. This report is filed on september 24, 2018.